Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-01793. Follow-up identified the patient desired to have the system explanted as it did not provide effective pain relief.

Event description:
Device 1 of 2: reference MFR. Report: 3006705815-2018-01793. Follow-up identified the patient underwent surgical intervention on (B)(6) 2018 during which the entire system was explanted.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report: 3006705815-2018-01793. It was reported the patient experienced a change in stimulation due to lead migration. In turn, the issue resulted in discomfort regardless of stimulation. The patient declined troubleshooting attempts to address the issue. Surgical intervention is planned as the next course of action.